Manufacturer narrative:
Baek j-h, jung c, kim bm, heo jh, kim dj, nam hs, kim yd, lim eh, kim j-h, kim jy and kim jh (2021) combination of rescue stenting and antiplatelet infusion improved outcomes for acute intracranial atherosclerosis-related large-vessel occlusion. Front. Neurol. 12: 608270. Doi: 10.3389/fneur.2021.608270. Age or date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Baek j-h, jung c, kim bm, heo jh, kim dj, nam hs, kim yd, lim eh, kim j-h, kim jy and kim jh (2021) combination of rescue stenting and antiplatelet infusion improved outcomes for acute intracranial atherosclerosis-related large-vessel occlusion. Front. Neurol. 12: 608270. Doi: 10.3389/fneur.2021.608270 medtronic literature review found reported of patient complications in association with solitaire thrombectomy. The purpose of this article was to investigate an optimal endovascular strategy for large-vessel occlusion caused by in situ thrombo-occlusion (icas-lvo). The authors reviewed 184 cases of patients treated for icas-lvo via mechanical thrombectomy or mechanical thrombectomy with an alternate approach. Of the 184 patients, the average age was 68 years, 78 were female and 106 were male. The article does not state any technical issues during use of the solitaire. In addition, a successful recanalization was achieved in 168 patients. The following intra- or post-procedural outcomes were noted: 1. Symptomatic intracranial hemorrhage was reported as a clinical outcome for 7 patients .